Event description:
Complainant's wife was reportedly burned while using a suntanning product. The injured party was hospitalized on 7/6/95. Complainant stated that his wife visited the salon 3 times and used a booth but complained of no tanning effects. On the 4th visit, she had re-lamped the bed and she had no base tan due to inefficient tanning from previous visits. Injured party is a 30-yr-old female that now has reported permanent injuries.